Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The customer requested replacement external batteries and a replacement power switch from philips technical support. The customer completed installation of parts to restore the unit to operation. The customer successfully performed extended self test and short self test.

Event description:
The customer reported that the ventilator was not functioning. There was no patient or user harm reported. The event date was not specified; estimate used.